Event description:
It was reported that during an unknown procedure, a boo sound was heard after inserting the device into the patient for a while. A forceps was not so frequently inserted into and out of the patient. At the end of the operation, air kept leaking with a boo sound without inserting a forceps. Abdominal air pressure was 8mmhg. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 04/17/2012. Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. Were you able to identify where the leak was coming from? Valve. Was any torque being applied to the trocar or device? No information.

Manufacturer narrative:
(B)(4). The analysis results found that only the sleeve of the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.